Manufacturer narrative:
The involved cartridge was not returned for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. The user guide includes a decrease in platelet count as a potential risk associated with dialysis therapy and states monitoring of the patient should be performed regularly to ensure an appropriate response to therapy.

Event description:
A report was received on 28 jun 2019 from the home therapy nurse (htn) regarding a (B)(6) year old female with a medical history significant for progressive chronic kidney disease, iga nephritis, hyperuricemia, hypertension, and severe left ventricular systolic dysfunction, stating the patient experienced low platelet count on (B)(6) 2019 after performing a hemodialysis treatment with the nxstage device. Additional information was received on 02 jul 2019 from a nurse within the facility stating the patient did not experience any symptoms and no medical intervention was required. Follow up information was received on 17 jul 2019 from the htn stating the patient experienced peripheral bruising (nos) when platelet count was low on unspecified dates. The patient changed to a dialyzer from a different manufacturer and recovered without sequelae.